Event description:
The vent became inop on a pt with error code kp0012. There was no pt harm or change in therapy as a result of the malfunction. The malinckrodt customer support engineer (cse) verified the malfunction and replaced the bd cpu pcb. The unit then passed extended self testing and performance verification tests.